Event description:
It was reported that, "patient fell and had increased pain, so the insert was revised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.